Event description:
Hamilton co was informed in march 2003 of an event that occurred in 2003, in which the hamilton microlab at +2 instrument reportedly double-scanned samples in c4/d4, c6/d6, d8/e8, and c9/d9 (re-read wrong rows) and did not generate an error message. No death or injury resulted from this event.